Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of vulvovaginal pain "severe and disabling vulvo-vaginal pain" in a (B)(6) female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 61 days after essure insertion, she experienced vulvovaginal pain seriousness criteria disability and medically important, abdominal pain "abdominal pain," alopecia "hair loss," depressed mood "sadness" and fatigue "very great fatigue." Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to vulvovaginal pain, abdominal pain, alopecia, depressed mood or fatigue. The reporter commented: a planned removal because the symptoms are increasing very sharply actions taken in the care establishment for the management of the patient: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-apr-2022. The most recent information was received on 27-apr-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of vulvovaginal pain ("severe and disabling vulvo-vaginal pain") in a 34 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 61 days after essure insertion, she experienced vulvovaginal pain (seriousness criteria disability and medically important), abdominal pain ("abdominal pain"), alopecia ("hair loss"), depressed mood ("sadness") and fatigue ("very great fatigue"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to vulvovaginal pain, abdominal pain, alopecia, depressed mood or fatigue. The reporter commented: a planned removal because the symptoms are increasing very sharply actions taken in the care establishment for the management of the patient: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.